Event description:
During a de-clot procedure an angiojet solent omni catheter was inserted. Multiple error messages were received, saying the catheter needed to be replaced. It was replaced, and the procedure continued with no complications.